Event description:
Doi: (B)(6) 2018. Patient received a left primary attune tka to treat severe end-stage arthritis with valgus deformity. The patella was resurfaced and depuy cement x 2 was utilized. The surgeon notes that extensive natural synovitis needed to be debrided before primary implantation. The procedure was completed without complications. Mua: (B)(6) 2018 patient received knee manipulation under anesthesia for unknown reasons. No further information available. Dor (B)(6) 2021. Patient received a right knee revision to treat pain, swelling, stiffness, and instability secondary to loosening of the tibial tray. Upon entering the joint, the surgeon identified and debrided scar tissue. The tibial tray was loose at an unknown interface and revised. The femoral component was revised to accommodate the revision construct. The patella was retained. There was no reported product problem with the revised tibial insert. The patient received a competitor revision construct secured with competitor cement. The procedure was completed without complications. Mua: (B)(6) 2021. Patient received a manipulation under anesthesia for unknown reasons. No further information available. Doi: (B)(6) 2014. Doe: (B)(6) 2018 (mua)- 2nd pc all devices. Dor (B)(6) 2021 (revision tibial tray, insert, and femoral to competitor construct with retained patella). Doe: (B)(6) 2021 (mua) 3rd pc, patella and cement. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. The device indicated in the med watch was also reported on (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.